Event description:
Per the clinic, the patient experienced recurrent infections (cellulitis) at the abutment site (specific date not reported). Subsequently, the patient underwent surgery on (B)(6) 2021 in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. During the perioperative, the patient was administered with IV antibiotics (specific date and duration not reported). Following the surgery, the patient was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on january 27, 2022.